Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited non-specific atrial alerts. The health care professional (hcp) went over these alerts and recommended the field representative be paged for in person testing on the systems atrial lead to determine the integrity of the lead. Information was requested internally to determine the atrial alerts, and it was discovered the communicator was no longer connecting. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.